Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, after connected the pump to a different wall adapter the battery charged from 20% to 100% rapidly. The customer's blood glucose was 152 (mg/dl).